Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.

Event description:
It is reported that the pt was contacted regarding the recall. Pt completed MRI, x-rays and blood test. Pt reports that cobalt levels were high. Pt will re-test in six months.